Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Section a patient demographic information: the patient was noted to be in the "high 60's", but no specific age was provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied nodule was 6mm in size and located in the right upper lobe and was subpleural. The nodule was against the pleural border and endobronchial ultrasound (ebus) was used for staging. The patient was a current smoker with chronic obstructive pulmonary disease (copd). There were no issues with the ion system and the procedure was completed. The pneumothorax was identified post-procedure via chest x-ray. The physician believed the pneumothorax was due to the biopsy because the nodule was very small and peripheral and that it was a difficult target to begin with. The patient was hospitalized for 2 days then discharged home in stable condition. The diagnosis was chronic inflammation.